Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-aug-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device this incident, it was determined that the user was unable to log in to pyxis and the es server and could not authenticate. A technical support specialist (tss) dialed into pyxis and found that the account was locked. Tss wanted to verify whether it was locked on the pyxis side or at the facility¿s active directory side but was unable to access the server. Tss informed the customer that an instructor user role was needed to unlock the account. The customer requested the user to assist the nursing simulation team in regaining access to the pyxis servers and restoring instructor accounts. Tss followed up with the customer but received no response, so the technical support specialist closed the ticket.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, user was unable to log in to pyxis and the es server and could not authenticate. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.